Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. The user's blood glucose (bg) level was 377 mg/dl with large ketones. The contact changed the tubing and resumed insulin delivery to address bg level.